Manufacturer narrative:
Submit date: 5/24/2018, a device history record (DHR) review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were no samples (needles) from this lot number submitted with this complaint, but the customer submitted needles from two other lot numbers, in addition to 5 syringes that were not manufactured by medtronic. The reported condition for this lot number could not be confirmed without an actual sample to evaluate. Reference the additional investigations associated with this complaint for results of product analysis. The exact root cause could not be determined based on available information. A 6m root cause investigation was conducted and reviewed multiple potential contributing factors (reference the attachments section). The most likely root cause was potentially due to improper assembly by the user. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for luer taper, hub leakage and damage. The lot met all defined acceptance criteria and was released. The investigation did not identify a systemic issue with the product or process. The investigation identified a most probable root cause that was unrelated to the manufacture of the safety needle. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. It¿s recommended the user consults the instructions for use for guidance when attaching the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 9/15/17. An investigation is currently under way; upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that air is being drawn into the syringe whilst obtaining a samples. This affects the quality of the sample resulting in the patient having to have another venepuncture to obtain a second blood sample.